Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, occlusion test and active current test. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. Device failed the self test due to partial display caused by moisture damage on the electronic assembly. Device failed the sleep current test due to moisture damage on the electronic assembly. Device failed the basic occlusion test and force sensor test due to moisture damage on the force sensor and motor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm and the screen was foggy after being exposed to moisture. ¿the customer stated that there was no fluid under the screen and no cracks in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.